Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella cp discontinued therapy at p2 level with patient hemodynamics at stable condition, but the impella had a clot visualized under echo imaging. The flow rate dropped quickly from 3 l/min down to 1 l/min and suctions alarms. The physicians believe that it was just a cascade of coagulopathy events that lead to clotting. Upon removal of the impella no visual clot was seen on the device from the outer parts.

Manufacturer narrative:
The investigation for the reported thrombus issues has been completed. The pump was not returned for investigation. Data logs show pump flow dropping to 1 liter/min while running at p-level p7 with an active suction alarm. According to the clinical details, the doctor found a small clot on the pump inlet during continuous suction alarm and a drop in pump flow. The cause of the low pump flow issue was most likely biomaterial, based on given clinical details. The instructions for use states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ it also states ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿